Event description:
It was reported that the device was used during an emergency hartman procedure. It was reported that the cartridge was missing from the device when it was fired. Another device was used to complete the case. There was no consequence to pt.